Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07325. It was reported the pt had not used or recharged the ipg in over two yrs. The pt was unsure of the location of the external devices for the system. The pt reported he never received stimulation in his legs as desired. The pt reported he was told the location of the lead would not allow stimulation to the legs. The pt requested an explant procedure to remove the scs system.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.